Event description:
It was reported that circulation pump failure occurred during inspection in arctic sun device. The negative pressure is out of tolerance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump head. The device was evaluated and the reported issue was confirmed as it was noted that the negative pressure was out of tolerance. Circulation pump was replaced. Mixing pump was replaced preventatively. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that circulation pump failure occurred during inspection in arctic sun device. The negative pressure is out of tolerance. Per follow up information received via email on 03jul2023. The device was under domestic repair. The issue was circulation pump failure. It was waiting for hospital approval.